Manufacturer narrative:
Internal report reference number: (B)(4). Syringes were returned for evaluation. No defect was detected. Most likely underlying root cause: improper use / mishandled by end user, note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for inaccurate dispense/aspiration of the syringes. Customer stated that the rubber part sticks on some of the syringes. Customer also stated that some of the syringes did not have a needle; customer had discarded those without the needle. The package was not opened or damaged when received by customer. The customer feels well and did not report any symptoms. Customer is not claiming they were injured using the product. No medical intervention related to the use of the product was reported.